Manufacturer narrative:
No specific patient information was provided. The field service representative (fsr) inspected the analyzer and cleaned the cuvette wash nozzle #1 #4 and #5, which was determined to be the likely cause for the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant results. A review of tracking and trending data in the product monitoring review for the alinity c processing module revealed no systemic issues or trends related to the result issue described in this complaint. Trending data and manufacturing documentation for the cuvette wash nozzle did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer obtained a falsely depressed calcium result while using the alinity c processing module. The sample generated 5.6 mg/dl and repeat of 9.4 mg/dl. No impact to patient management was reported.